Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. E1 phone number: (B)(6). Device evaluation: one device was returned for investigation. Visual inspection found a bubbled dso seal. Functional testing found that the pump goes into alarm immediately after powering on. The complaint was confirmed. Root cause was attributed to a faulty pwa/main board. The pwa was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported during the preventive maintenance test, the pump shows the error message "error code 46510." There was no patient involvement. No harm/adverse event reported.